Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported an ischemic stroke occurred. In (B)(6) 2013, a left atrial appendage (laa) closure procedure was performed. A 27 mm watchman ® laa closure device was successfully implanted. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. In (B)(6) 2017, the patient presented to the emergency room with left-sided weakness, altered mentation and decreased responsiveness and was admitted to the hospital. Urinalysis in the emergency room was consistent with urinary tract infection. Her blood pressure was elevated to 180 systolic and reached up to 250 systolic after she was given po clonidine and metoprolol . They gave her 10 mg hydralazine and 20 mg of labetalol and her blood pressure came down to 150 systolic. She was on aspirin, plavix and heparin as anticoagulants. A barium swallow test revealed that the patient swallowed each consistency without evidence of laryngeal penetration or aspiration. A magnetic resonance imaging (MRI) was performed and showed recent infarcts in the right upper cerebellum, middle cerebellar peduncle and right upper posterior pons consistent with embolic stroke in the territory of right posterior inferior cerebellar artery (pica). There was no evidence of recent hemorrhage. The patient was discharged back to a skilled nursing facility 4 days later as stable.

Manufacturer narrative:
(B)(6). Outcomes attrib. To ae updated from required intervention to death. Type of reportable event updated from serious injury to death. (B)(4).

Event description:
It was further reported that on (B)(6) 2018, the patient experienced a cva. Medication was given or their regimen was adjusted. A computed tomography (CT) scan was also performed. The patient passed away on (B)(6) 2018 of an unknown cause.